Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that the tubing would not flow could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review could not be performed for model mzx5305 because a lot number was not provided by the customer.

Event description:
It was reported while using bd maxzero¿ extension set, pressure rated, maxzero¿ needle-free connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: when flushing all lumens prior to applying to patient's IV, I discovered one lumen was completely occluded. Clamp was open, flush was securely attached to hub. The occlusion was on the lumen with the red clamp. Occlusion was preset with and without the cover on the opposite end of the product. Both other lumen flushed appropriately. ¿

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero¿ extension set, pressure rated, maxzero¿ needle-free connector there was a blockage. There was no report of patient impact. The following information was provided by the initial reporter: when flushing all lumens prior to applying to patient's IV, I discovered one lumen was completely occluded. Clamp was open, flush was securely attached to hub. The occlusion was on the lumen with the red clamp. Occlusion was preset with and without the cover on the opposite end of the product. Both other lumen flushed appropriately. ¿